Event description:
Based upon additional information received on 22-nov- 2017, the case initially assessed as non-serious was upgraded to serious as the serious event of device malfunction with the seriousness criterion of important medical events was added. This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 21-nov-2017 from a healthcare professional. This case concerns a female patient of unknown age who received treatment with synvisc one and later after unknown latency had redness, difficulty walking, swelling and extreme pain; also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: 31-may-2020) in unspecified knee. On an unknown date in (B)(6) 2017, after unknown latency, the patient had redness, swelling, extreme pain and difficulty walking on the unspecified kneee. It was recommended that the patient should "take it easy", elevate and ice knees. It was reported that the patient was told if they were not better a gram stain might be needed to rule out an infection and a prednisone shot would be considered. Corrective treatment: elevate and ice their knees for swelling; not reported for rest other events outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event (ime) for device malfunction. Additional information was received on 22-nov-2017. The serious event of device malfunction with the seriousness criterion of ime was added with details and the case was upgraded to serious. The ptc results were added and text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 20-dec-2017: this case concerns a patient who has experienced difficulty walking, localized erythema, knee pain, and knee swelling after receiving synvisc one injection from the recalled lot. Although exact event dates have not been provided, temporal relationship can still be established between the events and suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Hence, the pharmacological plausibility of the events to the products cannot be excluded.